Manufacturer narrative:
The explanted microstent was returned to ivantis for evaluation; the lot number is unknown. The microstent met dimensional and visual specifications. The delivery system was not returned for evaluation; functional testing was performed using a known good delivery system and the device functioned as intended during multiple testing cycles. Unidentified foreign matter, likely iris tissue, was adhered to the spine of the implant indicative of malposition. Iris-microstent touch, device malposition, blurred vision, and microstent explantation are listed in the device labeling as potential adverse events. The corneal specialist suspected the keratopathy was likely secondary to fuch's endothelial dystrophy. Manufacturer reference #: (B)(4).

Event description:
A corneal specialist reported evaluating a patient on an unknown date symptomatic for blurred vision secondary to bullous keratitis. The surgeon suspected the patient had underlying fuch's endothelial dystrophy prior to undergoing cataract surgery with hydrus microstent implantation. The date of surgery and implanting surgeon identity are unknown. The corneal surgeon noted that approximately one-third of the hydrus microstent was exposed in the anterior chamber but was not touching the cornea. Vision was 20/100 and iop was 14 mmhg on 1-iop lowering medication. The patient underwent a descemet's stripping automated endothelial keratoplasty (dsaek) procedure with explantation of the hydrus microstent after unsuccessful attempt to reposition the microstent on (B)(6) 2022. The device appeared to be implanted in the iris root. At 1-day post-operative exam, vision was hand-motion due to a partially attached dsaek graft and iop was 14 mmhg on 1 iop-lowering medication. A re-bubbling procedure for the graft was scheduled for (B)(6) 2022.